Event description:
During servicing of a (B)(6) male pt's electrode belt for an unrelated issue, a reportable problem was discovered. The belt failed the detect and treat test. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (failed detect and treat test) was confirmed. Upon investigation, the distribution node (dn) to the front therapy electrode (te) cable had cuts through the yellow (fire gel return) and green (belt discharge) wires. The caused the belt to fail the detect and treat test. The root cause of the cut cable could not be positively identified but was likely physical abuse. No adverse event resulted from the cut cable. The pt received a replacement electrode belt.